Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2158-70, serial #: (B)(4), description: linear lead with enhanced stylet, 70cm. Model #: sc-4316 ,lot #: 16611058 ,description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure due to increase back pain that started from the time the devices were implanted.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician stated that the patient was not getting enough relief from the stimulator. No device malfunction was suspected. The explanted devices were not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure due to increase back pain that started from the time the devices were implanted.